Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 587 mg/dl. The customer reported that the insulin pump gave insulin flow block alarm. The customer removed the battery and placed the same one but got the same error. The customer declined troubleshooting for low blood glucose level but wanted to resolved insulin flow block alarm. The insulin pump will not be returned for analysis.